Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging the lancet on his one touch lancing device does not fully penetrate the skin. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the issue began ¿a few days¿ prior to contacting lfs. He alleged that the spring of his lancing device ¿is not as strong as before¿. It is not known how the patient manages his diabetes. The patient alleged, as a result of the lancing device issue, he had ¿been wasting test strips¿ and had ¿not been testing as often in order to prevent wasting too many strips¿. The patient further alleged that as a result of not testing as frequently, on the evening of (B)(6) 2014, he obtained a blood glucose result of ¿22.9 mmol/l¿ and was ¿thirsty and more sleepy than usual¿. No treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the lancing device was not being used for the first time and there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.